Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 22aug2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4) , and the reported events could not be conclusively established. The account reported that the patient was found to have a bacterial driveline infection on (B)(6) 2021. The patient was admitted to the hospital the same day for infection, bleeding, and liver dysfunction. A translocation surgery was performed, and drug therapy was provided. The infection was reportedly caused by medical management complexities. Additionally, the relationship between the infection and the device was considered to be low but undeniable as the patient was hospitalized for re-deterioration of the wound site, thought to be partly due to the change in fixation method. The patient remained ongoing on heartmate ii lvas, serial number (B)(4), with no further issues until 14apr2021 when the pump was ultimately explanted due to infection (MFR# 2916596-2021-02221). The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. The IFU lists bleeding, infection (local, driveline, and pump pocket), and hepatic dysfunction as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also lists infection as a potential late postimplant complication. The IFU provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Additionally, several sections of the hmii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event an infection occurs. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12feb2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a bacterial driveline infection. The patient was readmitted on (B)(6) 2021 due to the infection, bleeding, wound deterioration, and liver dysfunction. The patient was treated with surgical intervention and drug therapy.

Event description:
It was reported that on (B)(6) 2021 the patient developed liver dysfunction. The patient was on total bilirubin, asperate aminotransferase, and alanine aminotransferase. There was thought to be no relationship between hepatic dysfunction and the device due to pre-existing right heart dysfunction and aggravation of hepatic dysfunction observed with percutaneous driveline infection.

Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-0206 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022 the review of files of this event type was completed. The patient's decrease in right heart function was reported under MFR#2916596-2022-14051 the patient's previous aggravation of hepatic dysfunction and exacerbation of driveline infection was reported under MFR#2916596-2022-13223. Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), with no further issues until (B)(6) 2021 when the pump was ultimately explanted due to infection (MFR #2916596-2021-02221). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12feb2016. The heartmate ii lvas IFU, rev. B and the heartmate ii patient handbook, rev. D are currently available. The IFU lists bleeding, infection (local, driveline, and pump pocket), and hepatic dysfunction as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also lists infection as a potential late postimplant complication. The IFU provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Additionally, several sections of the hmii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event an infection occurs. No further information was provided. The manufacturer is closing the file on this event.